Manufacturer narrative:
Investigation summary: a sample was received for evaluation by one of our quality engineers. It has no packaging flow wrap. It has the plunger rod-rubber stopper, the saline solution and the tip is connected to a three way extension. A visual inspection was performed finding all parts do not show any deformations or bowing of the barrel therefore failure mode is not verified. Root cause could not be determined. There were no quality notifications issued during the production of this batch listed in the complaint. There were no issues documented about barrel bowed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review was completed and there was no issues with discoloration during production run for batch 7348915.

Event description:
It was reported that a bd posiflush¿ normal saline syringe was bent. No report of serious injury or medical intervention.